Event description:
It was reported that the ilet user was using meals as a corrective action for high glucose, and the agent provided education to stop this practice; this represents an improper or incorrect method related to user interface interactions. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was an unintended use error and failure to follow instructions.